Event description:
Information was received from a consumer with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was recently implanted. It was noted the patient had not had improvements with the implant like they did with the trial. It was reported the patient did not think their ins was activated and they forgot their instructions. The patient had to go more often and had 2 accidents last night. It was reported these were sudden changes in therapy/symptoms. It was noted after the first phase, they were not going as much and sleeping 8 hours, and it was helping. Poor communication was also reported, and syncing the device was attempted to keep on settings, but were unable to. It was noted the patient did not have bandages anymore, but there was swelling. It was reviewed that swelling could affect communication, and the patient was advised to discuss further with their healthcare provider (hcp) to resolve their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.